Event description:
Pt to surgery to remove retained calculi in left kidney following lithotripsy. Complication: retained left ureteral stone basket, necessitating an unscheduled second surgery. Basket had gotten stuck to the ureteral mucusa, unable to remove. Pt underwent cystoscopy, left ureteroscopy, left ureteral open exploration via left exploratory laparotomy, and left nephrectomy. Retained stone and basket found outside the ureter. There was marked periureteral necrosis and extravasation, necessitating the nephrectomy. Extracted basket labelled and held. Event: left nephretomy performed.